Event description:
During internal programming history review it was found that wrong settings were programmed on (B)(6) 2009. One programming anomaly was found as having occurred on (B)(6) 2009. The device was interrogated and returned the settings 0.5 ma /20 sf / 250 pw / 30 seconds on time / 5 minutes off time; magnet 0.75 ma / 250 pw / 60 seconds on time. The following entry in the programming history is another interrogation step that returned the settings 0ma / 20 sf / 250 pw / 30 seconds on time / 5 minutes off time; magnet 0 ma / 500 pw / 60 seconds on time. No programming step with these settings appears in the programming history. The settings were changed to 0.25 ma / 20 sf / 250 pw / 30 seconds on time / 5 minutes off time; magnet: 0 m a / 250 pw / 60 seconds on the same date. The magnet output was not corrected until (B)(6) 2009. It is suspected that the system diagnostic test faulted.